Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple power loss alarms when battery was out for less than 10 minutes. The insulin pump had power loss alarm again after inserting a new charged battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No power anomalies noted during testing, however device received with corroded battery tube.